Event description:
A malfunction alarm identified as malf 9 was reported, with a fault ID of 0x20f1. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump, and the malfunction code did not recur afterwards. The customer was advised to continue using the pump and to contact support again if the issue recurred, with confirmation of understanding from the customer.